Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. (B)(4).

Event description:
It was reported, the lead was placed on the sterile field and the health care professional attempted to extend and retract the helix. After numerous turns, the helix did not extend. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.